Event description:
The patient reported that they used the suspect device to check their blood glucose and obtained a result of 304 mg/dl. Patient then took insulin accordingly. About four hours later patient experienced hypoglycemia. Emergency medical technicians were called and they treated patient with d50 after checking their blood glucose on their equipment and getting a result of 35 mg/dl. Patient was also transported to the hospital where their blood glucose was 123 mg/dl on a hospital meter. The hospital fed patient and kept patient for observation. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation. Glucose control solutions were not used on the suspect device system.